Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient presented at the hospital after receiving a vibratory alert for non-sustained rv oversensing. Potential lead noise was suspected and further testing was recommended. There were no other incidents and the device was functioning normally.

Event description:
Additional information received indicated that the device was routinely explanted and replaced. Both ra and rv leads were also explanted due to noise.